Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices was not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was stated that when the patient laid flat on the back it presses against the muscles on her back causing more pain than pain relief. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm model #: sc-4316 lot #: 18075745 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was stated that when the patient laid flat on the back it presses against the muscles on her back causing more pain than pain relief. The patient will undergo an explant procedure.